Manufacturer narrative:
Results: the pump max was powered on and was able to produce a vacuum pressure of approximately -29.0 inhg. Conclusions: evaluation of the returned pump max revealed a device capable of producing sufficient vacuum pressure. The pump max was powered on and was able to produce a vacuum pressure within specification. The reported sound was unable to be confirmed. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110 (pump max). During the procedure, the pump max was making a strange sound and was only able to reach -25 in/hg of vacuum. The procedure was able to be completed using the same pump max. There was no report of an adverse effect to the patient.